Event description:
A false positive advia centaur xp troponin ultra result was obtained initially on two patient samples. The customer repeats all troponin ultra patient results greater than 0.040 ng/ml. The repeat troponin tests for patient #1 and patient #2 were negative. The initial troponin test results for both patients were not reported by the customer. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The sample probe dispense port was cleaned of dried sample and the system vacuum flow rate adjusted. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.